Event description:
Product returned to medtronic for analysis - reported in medtronic database. Medtronic product issue number (B)(4). Implanted (B)(6) 2017; explanted (B)(6) 2024; received at mdt 12/10/2024. Implanted at (B)(6) hospital by (B)(6). Explanted on (B)(6) 2024 at (B)(6) hospital; replaced by device (B)(6). Sales rep is (B)(6).